Event description:
It was reported that following the implantation of an unknown sling, the patient experienced "excruciating pain, mobility issues, still leaking more than what I was, pin/needles numbness on right leg, groin pain". The patient also alleged that she experienced "migraines", "more incontinence than I had cut to, my l[a]bia...had to return to have stitches 3 days later now having bowel problems", "hip/back arm elbow effected too", "anxiety, panic attacks" and "depression". The mesh was removed. There were no further patient complications reported in relation to this event.